Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with a bioprosthetic aortic valve, implanted for 8 years and 10 months, underwent valve-in-valve procedure due to aortic stenosis. An edwards transcatheter valve was implanted inside the failing valve. Patient outcome was excellent. There was trace leak with a mean gradient of 6 mmhg. Patient post-operative status was noted as in recovery.

Event description:
Edwards received information that a patient with a 21mm aortic valve implanted eight years, 10 months, underwent valve-in-valve procedure due to severe stenosis. A 23mm valve was implanted inside the failing valve. Following valve deployment, tee interrogation confirmed a well seated bioprosthetic valve within the prior surgical bioprosthetic valve but did show a significant residual gradient. The decision was made to proceed with balloon valve fracture (bvf). Following bvf, tee confirmed a well seated valve with no significant residual gradient and no significant paravalvular leak. The patient tolerated the procedure well. Patient was discharged home on pod #3 in stable condition.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.